Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2026 that the patient presented with grade 5 mixed tricuspid regurgitation (tr) for a triclip procedure. During the procedure, after removal of the dilator, air bubbles were observed within the triclip steerable guide catheter (tsgc). Suction was performed to remove the air but was unsuccessful. No air was observed within the patient. As a result, the tsgc was removed from the anatomy. Following removal of the tsgc, an attempt was made to replace the stopcock. During attachment of the stopcock, excessive force was applied, resulting in a crack that led to loss of column. The tsgc was replaced with another device, and the procedure was completed with deployment of two triclips. The tr was reduced to grade 1¿2 post-procedure. There was no clinically significant delay reported.